Event description:
Boston scientific received information that during a device check, remaining battery longevity was one and a half (1.5) years. During the check, automatic capture (ac) was programmed on. Approximately three months later, the device unexpectedly declared elective replacement indicator (eri). Technical services was consulted and discussed recommendations. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.